Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of failure to open. Imdrf device code a23 captures the reportable event of failure to crush stone. Block h11: investigation results the returned trapezoid rx was received for analysis. Visual examination revealed that the side car rx returned push back 1mm. Also, the basket was able to open without any issues. The reported event was not confirmed. Based on the available information, the investigation findings were most likely also caused due to the amount of force applied on the thumb ring from the handle when the device was being used, and by this force applied, the working length tends to "retract" itself and therefore, pushing back the side car rx. The side car rx being push back didn't affect the basket at the time to open during the product analysis. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic nasobiliary drainage (enbd) procedure on (B)(6) 2024. During the procedure, the basket was used for clearing the biliary tract. The basket could not open or close after the stones were snared. A handle was used to detach the tip of the device and release the stone. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic nasobiliary drainage (enbd) procedure on (B)(6) 2024. During the procedure, the basket was used for clearing the biliary tract. The basket could not open or close after the stones were snared. A handle was used to detach the tip of the device and release the stone. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of failure to open. Imdrf device code a23 captures the reportable event of failure to crush stone.